Event description:
Per the clinic, the patient experienced poor device performance resulting in non-use of the device. Although satisfactory hearing outcomes had been achieved from the patient's perspective since implantation in (B)(6) 2015, hearing perception did not improve despite outpatient and subsequent inpatient rehabilitation. The patient reported minimal use of the device and requested explantation due to another medical condition and concerns that the implant could affect it. Subsequently, the device was electively explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.